Event description:
Patient complained of worsening back pain after surgery on (B)(6) 2026, MRI showed fluid collection at the surgical site. Patient returned to operating room for investigating, dr. (B)(6) reported: "several cm long retained segment of hemovac drain from initial surgical site." Drain was marked removed by registered nurse.